Event description:
The article, "effects of transcatheter atrial septal defect closure in elderly patients with long-standing persistent atrial fibrillation", was reviewed. This research article is a retrospective, single-center experience to evaluate the cardiac remodeling process and symptom improvement after transcatheter atrial septal defect (asd) closure in elderly patients with atrial fibrillation (af-asd) compared to those in sinus rhythm (sr-asd). Devices that were included in this study were amplatzer septal occluder and figulla flex ii asd occluder. The article concluded that transcatheter asd closure is an effective treatment for heart failure in elderly asd patients with longstanding persistent af in terms of reversal of right heart remodeling and lessening of heart failure symptoms. [The primary and corresponding author was michiyo yamano, graduate school of medical science, kyoto prefectural university of medicine, kyoto, japan.] The timeframe of this study was september 2011 to february 2020. A total of 52 patients were included in the study, of which 69.2% (36) received an abbott device. In the atrial fibrillation group, the average age was 78.5 years. In the sinus rhythm group, the average age was 74.5 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, coronary artery disease, diabetes mellitus, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, coronary artery disease, diabetes mellitus, and heart failure. Complications reported included heart failure/congestive heart failure, anemia, hospitalization/prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Therefore, no corrective action is required.